Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of seroma and wound dehiscence are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma and wound dehiscence.

Event description:
Patient reported having bad results with implants, "skin breaks open, multiple seromas and implants tainted." Device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported having bad results with implants, "skin breaks open, multiple seromas and implants tainted." Device has been explanted. This record is for the right side.